Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
They reported that they were experiencing high blood glucose. Customer blood glucose was more than 33 mmol/l. Customer was treated with the insulin pump for high blood glucose. Customer was using insulin pump within 48 hours at the time of event. Customer was using auto mode feature at the time of high blood glucose. Customer also stated that the insulin pump had passed in displacement test, high pressure test and self test. The insulin pump will not be returned for the further analysis.